Event description:
It was reported that there were issues with a loose charging port. There was no reported impact to the customer's blood glucose level. The customer's mother, declined further follow-up from technical support, resulting in limited additional information. Management decided to close the case as the log was not uploaded, though there was an update noted internally.